Event description:
The device was used during a gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA. Device not available for evaluation.